Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced crimped cannula event on (B)(6) 2024. The insertion site was abdomen. The infusion set has been used for 1 day. Patient also experienced rashes at the site due to crimped cannula. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.